Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "it was reported that unspecified malfunction occurred." H2 correction h6 medical device problem code - correction

Event description:
It was reported that an alert/notification settings issue occurred frequently between 11/10/2025 and 11/11/2025.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the supplemental MDR, clarification was provided. It was reported that on or around (B)(6) 2025, the patient experienced a hypoglycemic event while wearing an active cgm sensor. On the day of the event, the patient lost consciousness and was found by his wife. According to her report, the cgm display device was not showing active glucose readings and instead indicated that ¿it was low.¿ she was unsure whether this reflected an actual low glucose value, a lack of signal, or no reading available. The device reportedly displayed a ¿flatline.¿ the wife performed a fingerstick test, which showed a blood glucose value of 33 mg/dl. She attempted to treat the patient with orange juice but was unsuccessful and subsequently contacted emergency services. Upon arrival, paramedics administered intravenous fluids and transported the patient to the hospital. A fingerstick measurement taken by paramedics showed a blood glucose value of 44 mg/dl. No additional treatment was reported. The patient was hospitalized for three days and was discharged thereafter. The product was received and evaluated on 01/30/2026. An exterior visual inspection was performed and no damage was found. Receiver charge and receiver boot was performed and passed. Data log analysis was performed and passed. Functional test results was performed and passed. Alarm/alert manual test was performed and passed. Internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. Customer¿s complaint "alert/notification settings issue" was undetermined because this receiver passed alarm/ alert hardware testing. The patient¿s allegation was undetermined. The probable cause could not be determined as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of loss of consciousness.

Event description:
It was reported that unspecified malfunction occurred. On or around (B)(6) 2025, the patient experienced a hypoglycemic event while in an active sensor session. On the day of the event, the patient lost consciousness and was found by their wife. According to the wife, the cgm display device did not show any readings, stating that ¿it was low.¿ the reporter was unsure whether this indicated no reading or no signal. The wife performed a fingerstick test, which showed a blood glucose level of 33 mg/dl. She attempted to treat the patient with orange juice but was unsuccessful and subsequently called emergency services. Upon arrival, paramedics administered intravenous fluids and transported the patient to the hospital. A fingerstick measurement taken at that time showed a blood glucose level of 44 mg/dl. No additional treatment was reported. The patient was hospitalized for three days and then discharged. There was no documentation of further medical evaluation or intervention. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.